Event description:
There was an allegation of discrepant results between the serum and plasma tubes for 1 patient tested for elecsys myoglobin (myo) and creatine kinase (ck) on a cobas e 801 analytical unit. This medwatch will cover ck. Refer to medwatch with a1 patient identifier (B)(6) for information on the myo results. The initial myo result from the plasma tube was 422 ng/ml. The plasma tube was repeated with a result of 417 ng/ml. The serum tube was run, and the result was 172 ng/ml. The initial ck result from the plasma tube was 496 u/l. The serum tube was run, and the result was 275 u/l. An additional ck result of 272 u/l was provided. It is unclear whether this was from the plasma tube or the serum tube.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). On (B)(6) 2025, a new sample was obtained, and the myo results between the plasma and serum tubes were more consistent: the myo result from the plasma tube was 34.9 ng/ml. The myo result from the serum tube was 33.7 ng/ml. This sample is no longer available for investigation. The plasma and serum samples from 08-sep-2025 were requested for investigation.

Manufacturer narrative:
Sample material from the patient was received for further investigation, and the customer's results could be reproduced. The investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
Sections d4: lot number, catalog number, expiration date, and primary UDI number were updated. Section g1, the manufacturing site was updated.